Event description:
It was reported that the microcatheter external sheath broke in two pieces. A direxion catheter was selected for use in a renal embolization procedure to treat a renal tumor. During the procedure, when entering the microcatheter, the external sheath was broken in two pieces. The problem was discovered because it was not possible to move the catheter forward. The microcatheter was removed out of the patient and the procedure was completed with an alternative method. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. The returned product to consisted of a direxion microcatheter. Media was returned in the form of a photo. The photo was reviewed which showed the alleged separation and was confirmed during analysis. The hub, catheter shaft, and tip were visually examined for damage or any irregularities. Visual examination revealed that the catheter shaft showed a fracture of the outer shaft at 51.5 cm from the hub. A wire insertion test was not performed due to the extreme damage to the device. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the microcatheter external sheath broke in two pieces. A direxion catheter was selected for use in a renal embolization procedure to treat a renal tumor. During the procedure, when entering the microcatheter, the external sheath was broken in two pieces. The problem was discovered because it was not possible to move the catheter forward. The microcatheter was removed out of the patient and the procedure was completed with an alternative method. There were no patient complications.